Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: observed opening on radius side assessed as surgical damage. Additional observations: ¿ no other observation observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional reported right side device has been explanted. The device was discovered broken upon explant.

Event description:
Healthcare professional reported right side device has been explanted. The device was discovered broken upon explant.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.